Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is intact but the kaypad symbols were found to be worn. The contrast and up keys were intermittently unresponsive. Evaluation revealed that contamination was located under all key contacts except the ok button. The battery compartment was found to be cracked extending from the threads down to the sealing.

Event description:
On (B)(4) 2013, the reporter contacted animas, stating that the up arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.